Event description:
The patient reported that about a month ago, his infusion device would switch to stop mode just after he programmed a bolus amount. The patient stated that he switched to his back up infusion device. During troubleshooting with the company representative, the patient was able to successfully bolus 3 different times with three different amounts and the infusion device worked correctly. The patient did not feel comfortable keeping the device, so it was replaced. No blood glucose concerns were reported. No medical attention was required. The product was requested to be returned for evaluation.